Manufacturer narrative:
B3 and h3 are unknown, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the internal water leaked. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a damaged global display label, crystal leakage in the lcd, an outdated pcb and power source, corroded quick connect, cracked water tank cover, faded line cord with electrical tape on it, the reflux plug on the plate clip has a piece broken off and the enclosure has multiple nicks and scratches. During the functional testing, it was found that the device was leaking inside from the thermistor on the heater. The thermistor was found to be the cause of the problem. No action was taken due to the condition of the device. It was deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.